Event description:
A 22-yr-old pt had catheter inserted 11/3/89, port checked with fluoroscopy. On 12/4/89, port accessed, no blood return. When port was flushed with normal saline, swelling was noted on chest wall at port site. On 12/7/89, chest x-ray demonstrated fracture in catheter. On 12/8/89, chest x-ray demonstrated that fragment migrated to pulmonary artery. Removal was done on 12/8/89, catheter tip was embolizing pulmonary artery. Tip was removed through right femoral vein using retrieval basket. Fragment retrieved was 13 cm long and had migrated 19.5 cm from portal connection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 10.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: expected wear/deterioration, known long term complication of procedure. Conclusion: device failure occurred and was related to event, device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. The device was destroyed/disposed of.